Event description:
A zoll dist returned a monitor indicating that it was unable to communicate with a test belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (does not communicate with test belt) is being investigated. As received, the monitor displayed code 204 indicating a disruption in communication between the monitor and test electrode belt. The root cause of the inability to communicate is under investigation. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.